Event description:
The complainant reported that a patient with impella cp support developed bleeding at the right axillary site. Pressure dressing was applied, and heparin was held for 48 hours. Bleeding was resolved. Three days later, the patient had a 40-beat run of ventricular tachycardia and was converted. The patient was back in paced rhythm. The patient was made a do not resuscitate and expired on impella support. There is not enough evidence to exclude the impella as an associated factor in the patient's outcome.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed.

Manufacturer narrative:
The investigation of access site bleeding and vf/vt/af/at has been completed. The impella device was not returned for evaluation. Access site bleeding: the root cause of access site bleeding was most likely anticoagulation management since hemostasis was achieved by stopping the heparin. Vt/vf: the root cause of the vt/vf was unable to be determined due to insufficient clinical details. B2 intervention was inadvertently not selected on the initial manufacturer device report number 1220648-2025-27012. E4 should have been left blank on the initial manufacturer device report number 1220648-2025-27012 as it is unknown if the initial reporter also sent the report to the food and drug administration. G1 reporting contact name prefix was erroneously entered on the initial manufacturer device report number 1220648-2025-27012.